Event description:
It was reported that a clinical study patient expired after an implant duration of approximately 2.13 months, due to unknown reasons. The custmer experience report noted probable cause of death to be cardiac arrest. However, it is unknown if the death was device related. The device will not return as it remains implanted in the patient.

Manufacturer narrative:
(B)(4): additional manufacturer narrative: source documents received indicate that the patient's death was not related to the implanted edwards device.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Source documents have been requested however no new information has been provided. At this time, it cannot be conclusively determine if the cause of death was due to the edwards' device.

Event description:
The received ae cfr stated that the patient was admitted with respiratory complications. This ae led to death. The cause of death was due to pneumothorax. The event date was (B)(6), 2011. The event was not related to the device nor the procedure.